Event description:
Information was received that reported a patient was hospitalized in 2007 due to diabetic ketoacidosis. The reporter stated that the patient had been vomiting off and on for three days prior to the hospitalization, but did not know further details. The patient had been staying with his non-custodial father for 2 weeks. Reportedly, the father does not know how to operate the device and the reporter also stated that she was aware that while with his father his blood glucose reading were not consistently performed. Upon admit, the patient's blood glucose was 421mg/dl, the patient was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.